Manufacturer narrative:
The medtronic representative was testing the system with a gel mold when the reported issue occurred. There was not a patient scheduled or involved. The medtronic representative noticed 12 seconds into a test dose (low watt) scan that there wasn't any heating seen on the visualase workstation so they looked through the glass into the MRI room and thought they saw what seemed to be a spark. They stopped MRI scanning to investigate and noted the charred fiber, plastic reel, and bed cushion.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Operator of device is a medical equipment company technician/representative, specially trained to use the laser induced thermal therapy system. No parts have been received by manufacturer for analysis. No further issues have been reported.

Manufacturer narrative:
This isn¿t a software or accessory issue. The fiber was damaged somehow prior to the procedure. Checking the equipment and accessories for cleanliness and damage prior to a procedure is part of the standard process. It was specifically recommended to the field support personnel to turn on the red aiming light prior to the procedure to check for any leaks in the laser fiber and to wear protective eye-wear.

Event description:
A visualase representative reported that, when performing a test run of the laser thermal therapy system at the site, the fiber was damaged and charred the fiber, plastic reel and bed. No further details regarding the damage were provided. There was no patient present when this issue was identified.